Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that the implanted impella cp position was shallow and was difficult to reposition. The patient developed hemolysis which was believed to be related to the position. The patient was successfully weaned from the pump and survived. Extracorporeal membrane oxygenation was continued for oxygenation support.

Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The pump was not returned for investigation. The total cassette run time was 81 hours. The data log shows several suction alarms and an impella position in aorta alarm until the middle of the case run, when placement signal monitoring was disabled. Pump flow and motor current exhibited a fluctuating upward trend. According to the clinical notes, the pump position was also compromised during the hemolysis event. The cause of the hemolysis issue was most likely improper positioning of the device, based on given clinical details and data log review. The cause of the positing issue was not determined since product was not returned and sufficient clinical information was not provided.